Event description:
The surgeon performed a bi-compartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. While burring the patellofemoral joint (pfj), the surgeon noted the cut was translated medially and deeper on the lateral side than planned. The femur and tibia were burred correctly to the plan.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Extension of the leg during pfj resection likely caused a small inadvertent rotational shift of the bone array, which caused a shift of the resection. The resulted shift was also most likely due to the use of 3.0mm bone pins. These bone pins were found to be from another manufacturer and thus not compatible for use with the rio. In addition, the demographics of the pt was reported to be approximately (B)(6).